Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure using a dual surgeon console (ssc) setup, the universal surgical manipulator (usm) arms 2, 3, and 4 movements were allegedly sluggish. The customer received phone assistance from the technical support engineer (tse). Upon verification, the tse confirmed that the reporter was not physically onsite during the procedure and the information was indirectly communicated to them. Tse recommended the customer to power cycle the system. Tse also recommended the customer to try another console as this was a dual ssc configuration. No tse troubleshooting was performed. No further information was provided to the tse. The procedure was completed with no reported injury. After completing the procedure, an intuitive surgical, inc. (Isi) field service engineer (fse) went to the customer site. Fse conducted a verification with the surgeon and it was further reported that the instruments installed into three usm arms (two instruments and an endoscope) moved at the same time durng intraoperative use. Surgeon was unable to specify which instruments as well as which usm arms were involved. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred about half an hour after the start of the surgery. The instruments moved in the intended direction with appropriate timeliness along and no shakiness. There was no instrument to instrument or system arm to arm interference. The issue occurred when the surgeon's head was inside the ssc high resolution stereo viewer when the surgeon was attempting to manipulator the instruments. The surgeon was unsure if the distance intended matched the distance the instrument moved or not. There was no external collisions. The issue was intermittent and the surgeon said that he found two occurrences where 2 of the instruments and the endoscope moved at the same time.

Manufacturer narrative:
Based on the claim against the product by the customer noting movement issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse conducted a verification with the surgeon and surgeon further reported that the instruments installed on three unspecified usm arms (two instruments and an endoscope) moved at the same time during intraoperative use. Fse tested the system and reviewed the system logs. The customer related issue was not reproduced and fse confirmed no related errors based on log review. The system was retested and verified as ready for use. The complaint was not confirmed based on the field evaluation.